Manufacturer narrative:
DHR review ¿ DHR review for sterile part: manufacturing location: (B)(4). Manufacturing date:8 april 2014. Expiry date:1 march 2024. No sterilization or package issue complained. DHR (non-sterile) manufacturing location: (B)(4). Manufacturing date: 1/27/2014. Part #: 04.210.092, lot#: 7591605 (non-sterile) - 1.8mm ti va lckng buttress pin with t8 stardrive recess/22mm. Lot was released to the warehouse on 1/27/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the visual inspection shows slight traces of use on the tip and shaft surface. The shaft thread is worn. The head thread and the recess are badly worn and no longer usable. A definite root cause could not be defined. While the surgeon was trying to extract the pin and rectify the positioning, too much force, a wrong extraction direction, or a damaged screwdriver could have caused this damage on the pin. No manufacturing related failure was found. Working according to the surgical guide is required in order to avoid problems with extraction of this pin. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID and weight are unknown. Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a surgery took place for the right distal radius fracture. When the surgeon tried to insert the reported buttress pin through the second row center hole of the distal radius plate by hand with a variable angle (va) sleeve, the head of the pin kept idling. As the x-ray image indicated that the pin was inserted with the angle too sharp, the surgeon tried to extract the pin to rectify the direction of it, but the pin could not be removed as it kept idling. The surgeon attempted to extract the pin by trying to push it out from the opposite side with using an arthroscope, and by using a pair of forceps, but to no avail. Eventually the pin-head had to be grinded off with the carbide to the point it could be held by the forceps to extract the pin. The surgeon opted not to insert another pin through the aforementioned screw-hole. The surgery was completed with sixty (60) minute surgical delay. This is report 1 of 2 for (B)(4).